Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "2 early miscarriages in 2015 despite essure" in 2015 and device monitoring procedure not performed "plaintiff denied essure confirmation test". The patient's medical history included overweight and hepatitis c. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), impetigo ("rashes or skin conditions type: infantigo"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: stomach reflux"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problems") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain"). In (B)(6) 2010, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2015, the patient experienced abortion spontaneous ("2 early miscarriages in 2015 despite essure") and was found to have a pregnancy with contraceptive device ("2 early miscarriages in 2015 despite essure"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding / gen. Abnorm. Bleed"), pelvic pain ("pelvic pain / pain ¿ pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), dizziness ("dizziness"), vaginal discharge ("vaginal discharge") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ovarian cyst removal). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, ovarian cyst, abortion spontaneous, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, vaginal infection, alopecia, vulvovaginal pain, headache, dizziness, mood swings, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bipolar disorder, impetigo, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, gastrointestinal disorder, abdominal pain upper, pain in extremity and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, bipolar disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, impetigo, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder infection, vaginal infection essure was not removed. Discrepancy noted in date of insertion (B)(6) 2010 ((B)(4)) and (B)(6) 2010 ((B)(4)). Current weight 234 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test: unspecified: result: unknown. Lot number: 725762, manufacturing date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: new events were added: medical device ineffective, spontaneous abortion and pregnancy with contraceptive device. Medical history was added (hepatitis c). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "2 early miscarriages in 2015 despite essure" in 2015 and device monitoring procedure not performed "plaintiff denied essure confirmation test". The patient's medical history included overweight and hepatitis c. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), impetigo ("rashes or skin conditions type: infantigo"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: stomach reflux"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problems") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain"). In (B)(6) 2010, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2015, the patient experienced abortion spontaneous ("2 early miscarriages in 2015 despite essure") and was found to have a pregnancy with contraceptive device ("2 early miscarriages in 2015 despite essure"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding / gen. Abnorm. Bleed"), pelvic pain ("pelvic pain / pain ¿ pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), dizziness ("dizziness"), vaginal discharge ("vaginal discharge") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, bisacodyl (dulcoflex) and surgery (ovarian cyst removal). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, ovarian cyst, abortion spontaneous, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, vaginal infection, alopecia, vulvovaginal pain, headache, dizziness, mood swings, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bipolar disorder, impetigo, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, gastrointestinal disorder, abdominal pain upper, pain in extremity and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, bipolar disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, impetigo, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: for second miscarriage that occurred in 2015 see linked record # (B)(4). Plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder infection, vaginal infection essure was not removed. Current weight 234 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test: unspecified: result: unknown. Lot number: 725762 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "2 early miscarriages in 2015 despite essure" in 2015 and device monitoring procedure not performed "plaintiff denied essure confirmation test". The patient's medical history included overweight and hepatitis c. Previously administered products included for an unreported indication: tylenol from 2017 to 2018, hydrochlorothiazide from 2010 to 2016 and depo provera from (B)(6) 2010. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), impetigo ("rashes or skin conditions type: infantigo"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: stomach reflux"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problems") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2015, the patient experienced abortion spontaneous ("2 early miscarriages in 2015 despite essure") and was found to have a pregnancy with contraceptive device ("2 early miscarriages in 2015 despite essure"). In (B)(6) 2019, the patient experienced cholelithiasis ("gallbladder stone"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding / gen. Abnorm. Bleed"), pelvic pain ("pelvic pain / pain ¿ pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), dizziness ("dizziness"), pain in extremity ("legs pain") and eczema ("eczema") and underwent tooth extraction ("dental problems- teeth pulled "). The patient was treated with antibiotics, bisacodyl (dulcoflex) and surgery (cholecystectomy and ovarian cyst removal). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, ovarian cyst, abortion spontaneous, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, vaginal infection, alopecia, vulvovaginal pain, headache, dizziness, mood swings, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bipolar disorder, impetigo, migraine, nausea, tooth extraction, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, gastrointestinal disorder, abdominal pain upper, pain in extremity, pregnancy with contraceptive device, cholelithiasis and eczema outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, bipolar disorder, cholelithiasis, cystitis, dizziness, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, impetigo, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth extraction, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: for second miscarriage that occurred in 2015 see linked record # (B)(4). Plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder infection, vaginal infection. Essure was not removed. Current weight 234 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test: unspecified: result: unknown. Lot number: 725762, manufacturing date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: pfs received- pt of dental problem updated. And event eczema was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "2 early miscarriages in 2015 despite essure" in 2015 and device monitoring procedure not performed "plaintiff denied essure confirmation test". The patient's medical history included overweight and hepatitis c. Previously administered products included for an unreported indication: tylenol from 2017 to 2018, hydrochlorothiazide from 2010 to 2016 and depo provera from (B)(6) 2010 to (B)(6) 2010. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), impetigo ("rashes or skin conditions type: infantigo"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: stomach reflux"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problems") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2015, the patient experienced abortion spontaneous ("2 early miscarriages in 2015 despite essure") and was found to have a pregnancy with contraceptive device ("2 early miscarriages in 2015 despite essure"). In (B)(6) 2019, the patient experienced cholelithiasis ("gallbladder stone"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding / gen. Abnorm. Bleed"), pelvic pain ("pelvic pain / pain ¿ pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), dizziness ("dizziness"), tooth disorder ("dental problems") and pain in extremity ("legs pain"). The patient was treated with antibiotics, bisacodyl (dulcoflex) and surgery (cholecystectomy and ovarian cyst removal). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, ovarian cyst, abortion spontaneous, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, vaginal infection, alopecia, vulvovaginal pain, headache, dizziness, mood swings, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bipolar disorder, impetigo, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, gastrointestinal disorder, abdominal pain upper, pain in extremity, pregnancy with contraceptive device and cholelithiasis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, bipolar disorder, cholelithiasis, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, impetigo, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: for second miscarriage that occurred in 2015 see linked record # (B)(4). Plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder infection, vaginal infection essure was not removed. Current weight 234 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test: unspecified: result: unknown. Lot number: 725762 manufacturing date: 2010-03 expiration date: 2013-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jul-2020: mr received new event gallbladder stone was added, historical products were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), impetigo ("rashes or skin conditions type: infantigo"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: stomach reflux"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problems") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain"). In (B)(6) 2010, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding / gen. Abnorm. Bleed"), pelvic pain ("pelvic pain / pain ¿ pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), dizziness ("dizziness"), vaginal discharge ("vaginal discharge"), pain in extremity ("legs pain") and ovarian cyst (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ovarian cyst removal). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, vaginal infection, alopecia, vulvovaginal pain, headache, dizziness, mood swings, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bipolar disorder, impetigo, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, gastrointestinal disorder, abdominal pain upper, pain in extremity and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bipolar disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, impetigo, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder infection, vaginal infection essure was not removed. Discrepancy noted in date of insertion (B)(6) 2010 (B)(4) and (B)(6) 2010 (B)(4). Current weight 234 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test: unspecified: result: unknown. Most recent follow-up information incorporated above includes: on 28-feb-2020: plaintiff fact sheet received. Lot number added. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: bipolar, rashes or skin conditions type: infantigo, migraines / headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, gastrointestinal or digestive system condition type: stomach problems, stomach reflux, bowel problems, stomach pain, legs pain. Reporter information, medical history were added. Onset date of event menorrhagia, dysmenorrhoea, alopecia were updated. This record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. Event added from retain case-(B)(4)-vaginal pain, headaches, dizziness. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denied essure confirmation test". The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), impetigo ("rashes or skin conditions type: infantigo"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: stomach reflux"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel problems") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach pain"). In (B)(6) 2010, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding / gen. Abnorm. Bleed"), pelvic pain ("pelvic pain / pain ¿ pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), dizziness ("dizziness"), vaginal discharge ("vaginal discharge") and pain in extremity ("legs pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ovarian cyst removal). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, ovarian cyst, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, vaginal infection, alopecia, vulvovaginal pain, headache, dizziness, mood swings, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bipolar disorder, impetigo, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, gastrointestinal disorder, abdominal pain upper and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bipolar disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, impetigo, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder infection, vaginal infection essure was not removed. Discrepancy noted in date of insertion (B)(6) 2010 (2018-234040) and (B)(6) 2010 (2018-244181). Current weight 234 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test: unspecified: result: unknown. Lot number: 725762 manufacturing date: 2010-03 expiration date: 2013-03 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received : pfs received : following event was added : plaintiff denied essure confirmation test. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, vaginal infection and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine perforation and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder infection, vaginal infection essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test: unspecified: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event ¿injury¿ was replaced with specific events from pfs: fallopian tube perforation, uterine perforation, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, bleeding: general abnormal bleeding, metrorrhagia, bladder infection, vaginal infection, hair loss. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.